Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence; dense adhesions of the mesh to the esophagus, stomach, and retroperitoneum; severe pain and discomfort in the area of the implant; mental anguish; emotional distress. After treatment, the patient experienced revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hiatal hernia. It was reported that after implant, the patient experienced recurrence, dense adhesions of the mesh to the esophagus, stomach, and retroperitoneum, severe pain and discomfort in the area of the implant, mental anguish, and emotional distress. After treatment, the patient experienced revision surgery, repair of recurrent paraesophageal hiatal hernia, toupet fundoplication, excision of stricture of parietex mesh from esophagus, and lysis of gastric adhesions to pancreas and liver.